Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, there was no stability to the iol when it was implanted. The lens was removed and a vitrectomy was performed. A different model was implanted. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The file indicated that the lens was implanted, removed, and replaced with a different lens model/different diopter. The questionnaire indicates the associated products as a cartridge, a handpiece, and viscoelastic. Not enough info was provided to complete a phr review for the cartridge or handpiece lot. The specific models of cartridge and handpiece were not provided. It is not possible to determine if the approved lens/cartridge combinations were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed quality questionnaire was rec'd on 06/03/2014. (B)(4).